Event description:
Customer is complaining an intraoperative breakage of instrument´s "nose". No part remaining in patient.

Manufacturer narrative:
Examination of the returned keel punch confirmed one of the two tabs is fractured. The investigation could not draw any conclusions about the root cause of the fracture; however, user error / misuse could be a contributing factor. On march 3, 2012 the hhe was revisited. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.